Manufacturer narrative:
Please note that the event type is adverse event and product problem which required intervention and prolonged hospitalization. Which could not be selected due to an error, the lot number supplied by the reporter was 17017414 but it is not recognized as a valid number. The expiration date provided by the customer by april 1, 2017. This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After undergoing an af ablation, a 7f avanti sheath was placed into the right femoral vein of a patient and used for coronary sinus catheter placement but at the end of case while pulling the sheath on the ward, the sheath fractured leaving the plastic tube in vein. The patient was transferred to another hospital and underwent surgery to remove sheath from the vein. It was a minor surgery with an uncomplicated recovery. Unfortunately, the reporter did not have the original sheath used, but it appeared to have fractured across the plastic sheath rather than at sheath / bevel join.

Manufacturer narrative:
The access site was the groin with no calcification evident. There was no difficulty or resistance during prep, insertion of dilator, insertion over the wire, removal of the dilator or insertion or withdrawal of any other devices through the sheath. There was no resistance during withdrawal of any of the devices through the sheath. The separation was not related to any resistance during withdrawal of the sheath from the vessel. The sheath kinked whilst insitu as the sheath had not been used during the procedure and no obturator was placed into the sheath during procedure. The separation occurred during removal of the sheath by an experienced nurse and was 4 hours post procedure. It was used for normal saline infusions. The patient made a complete recovery following the surgery. There are no films available. The patient was a female, (B)(6), normal bmi, no complex medical history present ¿ patient attended for an atrial fibrillation ablation. Complaint conclusion a report was received that an avanti plus catheter separated within the patient after an electrophysiology procedure. The patient underwent surgical removal of the retained portion of the device with no further patient injury. The event involved a female patient in her (B)(6) who underwent percutaneous atrial fibrillation ablation. During this procedure, a 7f avanti plus catheter sheath introducer (csi) was placed in the patient¿s right femoral vein to introduce a coronary sinus catheter. The access site was reported to have been un-calcified. No difficulty or resistance was experienced during the preparation of the csi, the insertion of the vessel dilator, the insertion over the wire or the removal of the vessel dilator. In addition, no difficulty was experienced during the insertion or removal of any other devices through the sheath. At the end of the procedure, the coronary sinus catheter was removed and the patient transferred to the ward with the csi in place where it remained in place for another four hours. The cis remained in place for the infusion of intravenous fluids and the site reported that an obturator was not used post-procedurally. During the discontinuation/pulling of the csi sheath, the sheath was noted to have separated into two pieces leaving the distal aspect within the patient¿s femoral vein. The nurse performing the sheath removal was reported to have been experienced with the use of sheaths and with their removal. In addition, the nurse reported that the separation of the device was not related to any resistance during the withdrawal of the csi sheath from the vessel. It was felt that the csi sheath had kinked whilst in situ because an obturator had not been used. The site did not retain the csi sheath for return to the manufacturer but reported that the cannula had fractured across the plastic sheath and not at the proximal section near the hub bevel joint. The patient was transferred to another facility where she underwent minor surgery to remove the distal aspect of the csi sheath cannula. Post-operatively, the patient had an uncomplicated recovery with no further patient injury. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. According to the product instructions for use (IFU), the csi sheath obturator supports the cannula wall of an indwelling sheath. The use of the obturator allows for flushing, infusing and pressure monitoring. Users are instructed to not leave a csi in place without a catheter or obturator to support the cannula wall. Based on the information available for review, there are procedural factors (post-procedural use of csi without obturator) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Complaint conclusion a report was received that an avanti plus catheter separated within the patient after an electrophysiology procedure. The patient underwent surgical removal of the retained portion of the device with no further patient injury. The event involved a female patient in her (B)(6) who underwent percutaneous atrial fibrillation ablation. During this procedure, a 7f avanti plus catheter sheath introducer (csi) was placed in the patient¿s right femoral vein to introduce a coronary sinus catheter. The access site was reported to have been un-calcified. No difficulty or resistance was experienced during the preparation of the csi, the insertion of the vessel dilator, the insertion over the wire or the removal of the vessel dilator. In addition, no difficulty was experienced during the insertion or removal of any other devices through the sheath. At the end of the procedure, the coronary sinus catheter was removed and the patient transferred to the ward with the csi in place where it remained in place for another four hours. The cis remained in place for the infusion of intravenous fluids and the site reported that an obturator was not used post-procedurally. During the discontinuation/pulling of the csi sheath, the sheath was noted to have separated into two pieces leaving the distal aspect within the patient¿s femoral vein. The nurse performing the sheath removal was reported to have been experienced with the use of sheaths and with their removal. In addition, the nurse reported that the separation of the device was not related to any resistance during the withdrawal of the csi sheath from the vessel. It was felt that the csi sheath had kinked whilst in situ because an obturator had not been used. The site did not retain the csi sheath for return to the manufacturer but reported that the cannula had fractured across the plastic sheath and not at the proximal section near the hub bevel joint. The patient was transferred to another facility where she underwent minor surgery to remove the distal aspect of the csi sheath cannula. Post-operatively, the patient had an uncomplicated recovery with no further patient injury. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. According to the product instructions for use (IFU), the csi sheath obturator supports the cannula wall of an indwelling sheath. The use of the obturator allows for flushing, infusing and pressure monitoring. Users are instructed to not leave a csi in place without a catheter or obturator to support the cannula wall. Based on the information available for review, there are procedural factors (post-procedural use of csi without obturator) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The access site was the groin with no calcification evident. There was no difficulty or resistance during prep, insertion of dilator, insertion over the wire, removal of the dilator or insertion or withdrawal of any other devices through the sheath. There was no resistance during withdrawal of any of the devices through the sheath. The separation was not related to any resistance during withdrawal of the sheath from the vessel. The sheath kinked whilst insitu as the sheath had not been used during the procedure and no obturator was placed into the sheath during procedure. The separation occurred during removal of the sheath by an experienced nurse and was 4 hours post procedure. It was used for normal saline infusions. The patient made a complete recovery following the surgery. There are no films available. The patient was a female, (B)(6), normal bmi, no complex medical history present ¿ patient attended for an atrial fibrillation ablation. Complaint conclusion a report was received that an avanti plus catheter separated within the patient after an electrophysiology procedure. The patient underwent surgical removal of the retained portion of the device with no further patient injury. The event involved a female patient in her (B)(6) who underwent percutaneous atrial fibrillation ablation. During this procedure, a 7f avanti plus catheter sheath introducer (csi) was placed in the patient¿s right femoral vein to introduce a coronary sinus catheter. The access site was reported to have been un-calcified. No difficulty or resistance was experienced during the preparation of the csi, the insertion of the vessel dilator, the insertion over the wire or the removal of the vessel dilator. In addition, no difficulty was experienced during the insertion or removal of any other devices through the sheath. At the end of the procedure, the coronary sinus catheter was removed and the patient transferred to the ward with the csi in place where it remained in place for another four hours. The cis remained in place for the infusion of intravenous fluids and the site reported that an obturator was not used post-procedurally. During the discontinuation/pulling of the csi sheath, the sheath was noted to have separated into two pieces leaving the distal aspect within the patient¿s femoral vein. The nurse performing the sheath removal was reported to have been experienced with the use of sheaths and with their removal. In addition, the nurse reported that the separation of the device was not related to any resistance during the withdrawal of the csi sheath from the vessel. It was felt that the csi sheath had kinked whilst in situ because an obturator had not been used. The site did not retain the csi sheath for return to the manufacturer but reported that the cannula had fractured across the plastic sheath and not at the proximal section near the hub bevel joint. The patient was transferred to another facility where she underwent minor surgery to remove the distal aspect of the csi sheath cannula. Post-operatively, the patient had an uncomplicated recovery with no further patient injury. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. According to the product instructions for use (IFU), the csi sheath obturator supports the cannula wall of an indwelling sheath. The use of the obturator allows for flushing, infusing and pressure monitoring. Users are instructed to not leave a csi in place without a catheter or obturator to support the cannula wall. Based on the information available for review, there are procedural factors (post-procedural use of csi without obturator) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.